Manufacturer narrative:
Although a temporal relationship between the episode of peritonitis and the fresenius products exists, there is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of gram positive cocci peritonitis. The patient was diagnosed and treated as an outpatient and did not require in patient hospitalization. However, the pdrn stated the etiology/ causality of this peritonitis event is unknown the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called to get instruction on how to bypass to fill # 1, as he knew he was empty. The patient stated he had been in the hospital for an infection. The patient said that at the hospital they had drained him on the last treatment, and it was the reason he knew he was empty. During follow up the patient's nurse reported the patient had peritonitis and visited the emergency room, the patient was not hospitalized, he was prescribed antibiotic vancomycin, culture was positive for gram positive cocci, source of infection was unknown, the patient continued pd and is recovering from the peritonitis event.

Manufacturer narrative:
A follow up will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient called to get instruction on how to bypass to fill # 1, as he knew he was empty. The patient stated he had been in the hospital for an infection. The patient said that at the hospital they had drained him on the last treatment, and it was the reason he knew he was empty. During follow up the patient's nurse reported the patient had peritonitis and visited the emergency room, the patient was not hospitalized, he was prescribed antibiotic vancomycin, culture was positive for gram positive cocci, source of infection was unknown, the patient continued pd and is recovering from the peritonitis event.